Event description:
Customer reported that she was hospitalized due to diabetic ketoacidosis. Blood glucose at the time of the admission was 555 mg/dl. Customer was released the next day. Customer also complained about having to set the time and date on the insulin pump after changing the battery. The alarms history was checked and it had an auto off alarm. Customer also stated that she had a low reservoir alert. Customer instructed to rewind and prime the device; customer was able to complete the process. Current blood glucose 312 mg/dl; treated with insulin injection. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.